Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide cable buckled, the suction channel buckled, the objective gluing cracked, the insertion flexible tube (ift) was buckled, the junction case scratched, the objective lens unit dirty, the lcb distal cover glass dirty, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.